Event description:
It was reported that the physician was performing a therapeutic ercp procedure with stone extraction on a patient. The clinician put the device in the alliance inflation device and attempted to crush the stone, but this resulted in the handle breaking. In addition, the trapezoid's basket tip failed to break off and was totally intact, and the stone was caught in the device basket. The physician then obtained wire cutters and cut the actual catheter and then pushed the basket forward, which dislodged the stone from the basket. The device was then pulled from the patient. The physician then obtained another device and successfully removed the stone from the patient. The complainant indicated that there were no adverse affects on the patient as a result of the reported malfunction.